Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It is reported that the patient is being scheduled for a knee arthroplasty revision due fracture knee. Replacement implant device is requested for revision procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent a revision procedure approximately two years post-implantation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. UDI #: (B)(4). Concomitant medical products : oss lg osseoti dist fem aug catalog # 151854 lot # 073250, oss rs non mod plate long 63 catalog # 161038 lot # 544740, oss poly femoral bushings 2pk catalog # 150477 lot # 972600, oss poly tibial bushing catalog # 150476 lot # 617360, oss poly lock pin catalog # 150478 lot # 324790, oss axle catalog # 150480 lot # 168970, oss reinforced yoke catalog # 150493 lot # 220000, oss 3cm resurfacing rt catalog # 151805 lot # 182140, oss rs 12mm ls tibial bearing catalog # 161094 lot # 319740.